Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection of the pouch, engineering discovered that the scratches went all the way through the tyvek layer at points and the sterile barrier was not maintained. The most likely root cause of the scratches is a cutter or a razor blade. It is possible that an operator accidentally scratched the tyvek with a cutter during manufacturing. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
No procedure performed/ inspection at distribution center - "the product did not pass the incoming inspection. Details are shown on the attached file." Type of intervention - na. Patient status - na.